Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the abdomen, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with itching, burning, redness and inflammation underneath sensor pod area only. After 3 hours, the patient felt itchiness at the center of the insertion site. The patient moistened the adhesive thinking it might remove the discomfort. But after that the patient started to experience burning. They removed the sensor and consulted a doctor the following morning. The doctor prescribed doxycycline (oral antibiotic) twice a day , bactroban ointment to be applied twice a day and mupirocin 2 percent. At the time of the report the patient was fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.